Event description:
It was reported to boston scientific corporation on october 17, 2005 that a low profile balloon was attempted to be placed during a balloon replacement procedure (product placement in 2005; patient age, gender, and weight unknown). According to the complaint, balloon leaked and fell out several hours after placement the procedure was completed successfully with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.